Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitudes on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that atrial pacing occurred at the same time as the patient's intrinsic rv beats. The rv intrinsic beats fell into blanking. As a result, the lv pacing was inhibited, and rv pacing was delivered. The pacing potentially fell into the ventricular polarization period, which potentially caused a non-sustained ventricular tachycardia (nsvt) episode. Ts suggested reprogramming and troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.